Event description:
Information received from the field notes a capture and sensing anomaly. Also reported was high lead impedance and capture t hresholds. The patient exhibited chronic atrial fibrillation.